Event description:
The pt was implanted with a synchromed pump and catheter on 06/19/1996 to deliver morphine for pain due to failed back surgery syndrome. In two previous office visits, pump telemetry total fluid remaining and the fluid reservoir did not agree. The health care professional performed a contrast study and determined that the catheter was patent. The pt underwent explantation of the pump and implantation of a new synchromed pump on 1/22/1999. The pump was returned for analysis.